Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that the patient reported that he would get an intermittent ¿big burst¿ of stimulation which had started in the past 5 days prior to report. It was noted that it felt like the implantable neurostimulator (ins) was changing programs when it happened. It was noted that the patient was not able to turn off his stimulation because he did not have his patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, serial# *(B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).